Event description:
Procedure type: hernia. According to the reporter: the instruments fired only one tack and became blocked. Five instruments were used of the same lot and had the same problem. They finished the surgery with another device. Surgery was prolonged by more than 30 minutes.

Manufacturer narrative:
(B)(4).